Manufacturer narrative:
Technician found that the unit would drift into trend. (Head hi/low drifts down). Replaced hydraulic deltrol valve unit to resolve this issue.

Event description:
Information received indicated that the unit drifts into trend.